Event description:
The suspect device showed variations in test results when compared to the lab. The test results were as follows: inratio= 4.0; lab= 3.0 the customer was requested to run more comparisons using a new strip lot. Further follow up to be performed.